Event description:
The hosp reported that during preparation for a coronary artery bypass graft surgery, one heartstring seal cracked while loading the seal into the delivery tube. A replacement unit was used to complete the procedure. No pt involvement was reported.